Event description:
It was reported that approximately ten months post a right coronary artery stenting procedure with two overlapping 2.5 x 28 promus stents, the patient was found to have a positive functional stress test demonstrating myocardial ischemia. On (B)(6) 2010, the patient underwent a percutaneous coronary revascularization with stenting for 99% in-stent restenosis in the mid section and 100% in a distal lesion. The patient's condition resolved on (B)(6) 2010 and was discharged the following day. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The second 2.5 x 28 mm promus is being reported under a separate medwatch report number. There was no reported product deficiency. Ischemia and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.